Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the g5 mobile app does not alert when tx battery is low. Data was returned and evaluated. The reported event of the g5 mobile app not alerting when transmitter battery is low was not confirmed via data. A probable cause could not be determined. No additional patient or event information is available. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.